Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use on event on (B)(6) 2024.infusion set has been used for less than 1-2 days. Customer was doing workout. Tape was applied over the infusion set. Insertion area was cleaned, air-dried and free from hair. IV prep adhesive aides used at the area of insertion. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).